Event description:
Balloon inflated prematurely resulting in rupture of left middle cerebral artery. Pt's blood pressure increased and heart rate decreased. No cerebral blood flow was seen above skull base. Pt was later declared brain dead.